Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the device not working properly resulting in the patient not recharging/using the device for four years was due to the device not giving them enough pain relief, so they stopped remembering to recharge it. It was reported that the patient had returned to the pain clinic two or three times for a technician to help them adjust their device and address their issue of their device not working properly and not providing enough relief. It was reported that their issue of pain had not been resolved. They stated that the device stopped any attempt to resolve the pain, because they did not recharge it. The patient reported that they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Missed filling in patient weight on previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-05-10, information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported that the patient¿s device wasn¿t useful to them from day one ((B)(6) 2012). It was reported that they had not charged or used it in three years (2014) and the device ¿went dead¿ sometime in 2014. The device was overdischarged meaning there was no output from the implant. The patient was going to have an MRI done for issues unrelated to their device or therapy, but the healthcare provider needed to see that the device was off prior to proceeding with the MRI. Therefore, in order for them to see that the device was off, it was advised that the patient needed to meet with a hcp and/or rep to have a reset performed to get the device up and running again so that external devices could communicate with the ins and confirm that it was off for the scan. It was unknown whether the patient had yet to want to regain stimulation. It was reported that the patient did not have their recharger or patient programmer at home to maintain the device, so it was discussed that it would fall back into overdischarge again and the patient would have a second strike. No further complications were reported/ anticipated at this time. On 2017-06-14, additional information received from the manufacturing representative indicated that that they would follow-up with the healthcare provider and patient to obtain further information. On 2017-06-22, additional information was received from the manufacturer representative. The representative had been unable to get in touch with the physician's office. On 2017-11-06, additional information was received from the patient reporting that since their device did not work properly and it did not provide relief, they just unplugged the recharger and did not use the device for more than four years now. No further complications were reported/anticipated.